Event description:
It was reported that the customer has been receiving motor error alarms on their insulin pump. The customer stated that he received a motor error alarm during basal delivery and then during bolus delivery. The customer's blood glucose level was 190 mg/dl. Troubleshooting was done. The customer stated they were able to complete the rewind sequence. Advised that the insulin pump needed to be replaced and discontinue use of the pump. Advised customer to revert to a back-up plan per healthcare provider's instruction and that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.